Event description:
Reportedly, the patient implanted with the subject device was hospitalized due to loss of consciousness. Interrogation of the device revealed pacing failure and the threshold was reprogrammed to 7.5v/1.0ms from 3.75v/1.0ms. Ventricular lead dislodgement was not confirmed with x-ray examination. An intervention was performed and it was reported that a connection issue was not identified. The ventricular lead was measured by an analyzer and the physician indicated that there was intermittent capture with the following measurements: impedance 510 ohms, r wave amplitude 4-5mv, threshold 7.5v/0.35ms). The subject device and ventricular lead were subsequently replaced.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.